Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in use at the time of this issue.during the evaluation of the device at the manufacturer's service center, an error code related to the ventilator service required was observed. The device's power management board will need to be replaced to address the issue. The device did not pass testing. The customer does not want any repairs done to the unit and it will be returned unrepaired.